Event description:
It was reported that the user awoke to find the ilet device housing separated, exposing the internal components, and the user was advised to secure the housing with a rubber band for temporary use while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and no reported interruption in therapy beyond temporary stabilization guidance. Investigation included collection of event details and arrangement for device replacement with return of the original unit for assessment. Investigation of this case revealed a device housing integrity failure consistent with a mechanical enclosure issue affecting the exterior case. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the device housing.